Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sips procedure, the needle got stuck into the thick tissue before tying a knot on the last bite of anastomosis. After the needle came out from the tissue, the surgeon tried to toggle and that time it came off from the device. They opened another suture reload with the same batch and used on the same device which worked perfectly in order to complete the case. There was no reported patient injury.